Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty in establishing communication between scs ipg and external devices (date of event unknown). A sjm representative confirmed the issue by using multiple external devices. Subsequently, surgical intervention was taken where the ipg was explanted and replaced which resolved the issue.